Event description:
It was reported that the patient was having some trouble on the left side, the patient felt that there was a short on the left side, and stimulation was on 2.85 volts. It was noted that the patient talked to a clinician who thought there may be a short and it could drain the battery. It was reported that the patient noticed the short the day of the report, and the patient saw the early replacement indicator (eri) message on the patient programmer as well. The reporter stated that the right side was ok and the left side was ¿only nine months out.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostim ulator, product ID 3387s-40, lot# v268107, implanted: 2009-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3387s-40, lot# v253633, implanted: 2009-(B)(6), product type lead, product ID 7438, serial# (B)(4), product type programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).